Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with metastatic bone tumors and l2 compression fracture; and underwent kyphoplasty at l2. Intra-op, after having osteo-introducer placed, problem occurred when removing the purple inner cylinder. Cardiac arrest occurred suddenly; hence, the procedure was stopped immediately; and further procedure could not be performed as planned. After this, resuscitation treatment was performed, which was completed successfully. It was being discussed in the operation room that the cause of cardiac arrest could have been patient's coronary ailment or the nasal filter of the anesthesia machine had come off. The event could have been also caused due to arrhythmia. As the guide wire did not enter even until one-third of the vertebral body's posterior border, it seemed that the anterior body did not rupture and the blood vessel did not get injured. Patient's outcome was determined to have resolved; however, a definite root cause of the cardiac arrest could not be determined.